Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for a different model approximately four months following the initial implant surgery. The surgeon reported that the patient was not happy with her vision. Additional information has been requested. There are two medical device reports associated with this event. This report is for the initial lens.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/17/2009 and 12/03/2009 by phone, fax, and mail. A completed questionnaire has not been received.